Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized 4 times; he was currently in the hospital. Dates of hospitalizations are (B)(6) 2014; treated with insulin drip. He experienced urination, thirst, vomiting and weakness. He does not have a backup plan. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing at manual prime. Time and date were incorrect. Basal rates and bolus wizard were correct. Several no delivery alarms found in the alarm history; most recent was on (B)(6) 2014. Infusion set was removed and the cannula was bent. The customer gets knots under his skin where the insulin pools and when pushing it insulin will come out. It was also reported that the display on the insulin pump is cracked because on the second hospitalization the device was ran over by a hospital bed. Current blood glucose is 302 mg/dl. Nothing further reported.